Event description:
During an unknown procedure, on the first firing, the device did not perform a consistent staple line. The staples were not formed. The third firing also had inconsistent staple information. The surgeon performed a laparotomy, the case lasted longer and the pt has a bigger scar. The pt is fine.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and with no cartridge loaded. The device was tested for cuntionality with a test cartridge and it fired conforming. Event described could not be confirmed as staples were noted to have the proper b-formation.